Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were incorrect alerts. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A functional test was performed and passed. The device log was downloaded but no data was present within the investigation window. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. A functional test was performed and passed. Receiver try it test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error.